Event description:
A physician reported a pt who was originally skin-tested on 7/7/99 in the left forearm and again on 7/21/99 in the right forearm. The results were considered negative. In 1999, the physician treated the nasolabial folds and the glabella. The pt returned on 10/15/99 with itchy, edematous red bumps at the treatment sites, which began on or about 10/8/99. The physician prescribed desecort and emocort topical creams. On 10/20/99, kenalog was injected intralesionally in the glabella. On 10/28/99, the physician noted that the test site had become indurated, but not red (exact site not noted). The pt will continue to be followed. The physician believed the symptoms were hypersensitivity related.